Event description:
It was reported that during a laparoscopic gastric sleeve resection procedure, problem occurred at first firing on pyloric antrum with black reload. Patient was super obese. Therefore surgeon decided to use our new black reload. Surgeon laid back red security lever and activated the firing trigger. There was only a short noise of the motor in the beginning of the firing sequence but even before first staples were formed the stapler broke down and the motor didn't work again. As even the automatic knife reverse button worked anymore, the surgeon had to use manual override to bring back the knife to its original position and to open the device. The surgeon continued the procedure with a mechanical endo cutter. The surgery was prolonged by ten minutes. No consequences for the patient.

Manufacturer narrative:
(B)(4). Premature sled movement additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? At the 1st firing. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? Yes - gore seamguard (this surgeon usually works with seamguard on every firing in sleeve resections). Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No, as the device stopped to work immediately after first activation. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, surgeon had to activate the manual override lever to bring back the knife. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60t partially fired 1/10 was loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.